Event description:
Customer reported receiving a cartridge alarm on their pump while it was not affecting insulin pumping. There was no information available regarding the customer¿s blood glucose level at the time of the event. The pump, which was still under warranty, was set to be replaced by technical support, and the customer was instructed to return the faulty pump within 10 days using a provided pre-paid label and return box. The customer chose not to provide information about their backup insulin therapy.